Event description:
It was reported, on (B)(6) 2011, the pt presented with chest pain, syncope, increasing shortness of breath on exertion, orthopnea, subacute endocarditis, and positive troponin lab values. Cardiac catheterization revealed decreased left ventricular function with ejection fraction approx 35%, aortic insufficiency, pulmonary hypertension, and coronary artery disease in multiple vessels. Treatment was administered for endocarditis and the pt underwent coronary artery bypass and this valve was implanted on (B)(6) 2011. On (B)(6) 2011, echocardiogram revealed an aortic pressure gradient of 25-30 mmhg. Fluoroscopy on (B)(6) 2011 showed the mechanical valve was not functioning optimally (cause unk). The pt was scheduled for a transesophageal echocardiogram for further evaluation of the valve and aortic valve surgery. The pt suffered cardiac arrest and death on (B)(6) 2011. Add'l info has been requested.